Manufacturer narrative:
Physio-control evaluated the customer's device and determined that the cause of the reported issue was due to an inoperative aok processor, integrated circuit u39, on the main pcb.

Event description:
The customer contacted physio-control to report that their device prompted 'device not ready - call service' message. Upon initial evaluation, physio-control observed that the voice prompts of the device kept repeating the same message several times which resulted in a delay in defibrillation energy longer than 30 seconds. It was also observed that the device intermittently locked up. As a result, the device would not be able to provide defibrillation energy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device prompted 'device not ready - call service' message. Upon initial evaluation, physio-control observed that the voice prompts of the device kept repeating the same message several times which resulted in a delay in defibrillation energy longer than 30 seconds. It was also observed that the device intermittently locked up. As a result, the device would not be able to provide defibrillation energy if needed. There was no patient use associated with the reported event.